Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd vacutainer® ultratouch¿ push button blood collection set and the needle retracted slowly. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received two used samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for issues relating to IV needle retraction or leakage with the incident lot was not observed. It was observed on one of the samples received that there was issues with the needle point grind; however, this would not be a contributing factor to the retraction or leakage but may relate to difficulty with penetration. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for issues relating to IV needle retraction or leakage with the incident lot was not observed. However, one of the samples exhibited an issue with the needle point grind. Based on the investigation, a root cause could not be determined for the issues relating to IV needle retraction or leakage. The needle point grind issue may be related to a manufacturing incident.

Event description:
It was reported that blood leaked from the bd vacutainer ultratouch push button blood collection set and the needle retracted slowly. There was no report of injury or medical intervention.